Event description:
It was reported that the distal portion of the drill bit broke off in the patient. It was further reported that it could not be removed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed that the distal tip had broken off and approximately 0.42" (10.6mm) was missing when compared with a new unit. It is possible that user error contributed to the failure, either by use of excessive force or changing the trajectory of the guide during the drilling process. In accordance with the instructions for use, the user must keep the guide stable during the drilling process to prevent excessive bending force on the drill. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal portion of the drill bit broke off in the patient. It was further reported that it could not be removed.